Manufacturer narrative:
Return/assessment of device pending.

Event description:
At this time event date and other information related to resuscitation attempt (other than outcome) is not known. (B)(4).